Manufacturer narrative:
A thorough investigation was not able to be performed as no product code, lot number, or sample was provided. A review of complaints was performed and there have not been any similar reports related to a device malfunction.

Event description:
This event is deemed reportable based on the allegations in a lawsuit which, while unsubstantiated, suggest that a reportable event may have occurred during the use of atrium medicals mesh product. Plaintiff alleges the following: a mesh was implanted to repair a hernia. The plaintiff allegedly suffered an adverse reaction and the mesh was removed. At removal, the surgeon allegedly encountered the hernia mesh trying to break through a capsule. The surgeon also allegedly noted excessive granulation tissue and excessive drainage with nature cultures. The plaintiff further alleges that the cultures taken at the time of removal showed no evidence of infection. Since this a legal matter, the case has been turned over to legal counsel and further information obtained through investigation or discovery may fall under the attorney/client and/or work product privilege. However, atrium will supplement this report as appropriate if additional information comes to its attention.